Event description:
Philips received a complaint on the v60 ventilator, indicating that the power supply and motor controller (mc) printed circuit board assembly (pcba) had failed. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer has been provided with a proposal for onsite service. Further information and resolution are pending the customers' acceptance or rejection of the proposal. This investigation is ongoing.

Manufacturer narrative:
On 17may2024, the field service engineer (fse) went to the customer site to service the device. The fse found the error codes 35 v supply failed, motor controller (mc) printed circuit board assembly (pcba) analog to digital converter (adc) failed, 3.3 v supply failed, 5 v supply failed, and ovp circuit failed in the device error log. The fse determined that the mc pcba was defective. The fse replaced the mc pcba and completed testing and verification to confirm resolution of the device issue. The fse confirmed that, following the part replacement, the device was ready for clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.